Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 368, 231, 268, and 120 mg/dl when all tests were performed within 10 mins on the advantage sys. No actions were reported taken or treatment was received. A requested was made for the return of the suspect device and replacement product was sent.